Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out information regarding the patient's explant surgery. If explanted, give data, corrected data: initial report inadvertently listed "na" instead of "(B)(6) 2019". (B)(4).

Event description:
The patient underwent full vns explantation surgery. During attempts at product return, it was revealed that the explanted products were discarded.

Event description:
It was reported that the patient was referred for vns explantation surgery due to a "complaint" in the neck. Follow up for clarification revealed that the referral was for vns explantation surgery due to pain and painful stimulation at the neck. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.